Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 180mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. The product will be returned.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The device failed leak test, device leaked at a cracked at the back of the case. The device was received with intermittent buttons, problem isolated to keypad assembly. The insulin pump was received with connector and it properly connected. No damage or moisture damage on keypad assembly noted. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The device was received with faded serial number label.